Event description:
A surgeon reported a pt who is unhappy following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the pt was experiencing visual disturbances after the implant. The pt was advised to wait and see if the eye would adapt to the lens. The surgeon reported the lens is in the bag and no posterior capsule opacification was noted. The surgeon reported the pt is lost to follow up.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).